Event description:
It was reported that during a flexible ureteroscopy lithotripsy procedure, the fiber break and leaked energy after being used for the first time, and the hand of the physician was burned. The procedure was completed with another fiber without patient complications.